Event description:
It was reported that the catalys procedure went well. A capsule tear was noticed in the operating room during cortical removal and doctor is not sure how it occurred. There was no vitreous loss and he was able to place the intraocular lens (iol) in the capsular bag as planned. However, doctor did use a different lens from the original that was selected. He performed 1 other catalys laser procedure that day with no issues. Through follow up it was learned that sutures were not required and that patient is doing well post-operatively. No additional information was provided.

Manufacturer narrative:
Section a4: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Correction: h4: correction: in initial report, the manufacturer date provided was inadvertently reported as 12/31/2024, however the correct date is 01/31/2025. Additional information: section h3 device evaluated by manufacturer: yes. Device evaluation: remote support was provided with no issues identified with system. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.